Event description:
Boston scientific received information that this pacemaker and competitor unipolar right ventricular (rv) lead exhibited noise and oversensing. The noise was believed the result of electromagnetic interference (emi) and myopotential oversensing. Boston scientific technical services (ts) suggested programming the device to a fixed sensitivity to account for fluctuations in sensing. There was no evidence of asystole on available electrograms (egms). Several months later the patient presented to the hospital following a syncopal event. Ts performed a disk analysis and noted the continued presence of myopotential oversensing in addition to low r-wave amplitude that was the likely result of intermittent oversensing. Instances of oversensing resulting in greater than 2 seconds of pacing inhibition were also observed although asystole greater than 2 seconds was not confirmed. Ts discussed considerations for replacing the lead and deferred to physician discretion. Information was later received indicating a revision procedure was performed wherein a new rv lead was implanted. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.